Event description:
A patient was admitted for a fractured right femur status post fall at home. The patient was diagnosed with vancomycin resistant entoercocci pneumonia and end stage cardiac disease. The patient had multiple runs of ventricular tachycardia and respiratory failure. The automated internal cardiac defibrillator ,aicd, was implanted on 1/04. 1/04 the aicd was tested with successful defibrillation shock functioning at normal limits. On 2/04 the patient received multiple shocks from the aicd due to a diagnosis of ventricular fibrillation. (Aicd tested and functioning appropriately). On 2/04 the patient was transferred to hospice care. The aicd was turned off. Received FDA warning firm press release for medtronic issues released on 2/05. There was no evidence of aicd malfunction while it was implanted in the patient.